Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2024-12468-00. Please reference file mrn 3012307300-2024-10559-00 for all details pertinent to this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was malfunctioning and beeping. The event occurred while in use with the patient. The patient's therapy was delayed, and the pump was swapped out.